Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
It was reported that during the procedure, an initial hysteroscopy and uterine sounding were performed. No abnormal findings were noted. The cavity integrity assessment failed on the first attempt, so the device was removed from the cavity. The cavity was visualized, no perforations noted. The device was reseated in patient cavity but cavity integrity assessment failed again. This happened one more additional time until the cavity integrity assessment passed on the fourth attempt to ablate the cavity. Post ablation hysteroscopy showed a uterine perforation. Laparoscopy was performed which "showed the loop of caecum and the rectum were visible in the pelvis." Three small areas of superficial burn were noted, one on the caecum and two on the rectum. Additionally, adjacent to the caecal burn, "a small serosal abrasion that looked like a scratch from an instrument was identified." This abrasion was oversewn by the colorectal surgeon. At the time of the report the patient was stable. The plan was to admit her to hospital for 72 hours for observation.